Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 125 ohms, which gradually rose overtime. An increase in pacing impedance measurements was also observed to below 700 ohms. Technical services (ts) was consulted and discussed reprogramming options for this patient. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.this product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 125 ohms, which gradually rose overtime. An increase in pacing impedance measurements was also observed to below 700 ohms. Technical services (ts) was consulted and discussed reprogramming options for this patient. No adverse patient effects were reported. This rv lead remains in service.